Event description:
An implantable pulse generator (ipg) and right ventricular lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eleven months after the system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : mcs-p3-3143 transcatheter valve, implanted: (B)(6) 2014. (B)(4).